Manufacturer narrative:
In response to FDA report number: mw5093108. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Patient additionally reported via regulatory agency the following events which are unrelated to the device: "diagnosed with lupus, narcolepsy, fibromyalgia, sjogrens, and more autoimmune." Device has been explanted.